Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
The nurse reported a system message displayed. Additional info from the nurse stated the crystalline lens was removed normally, but due to the resident surgeon's "learning process" a posterior capsule tear occurred. The nurse did not fault any alcon product for the posterior capsule tear. The surgeon attempted to perform an anterior vitrectomy, but was unsuccessful. The anterior vitrectomy was completed manually.